Manufacturer narrative:
Due to character limitation in e1: full event site name: (B)(6) hospital. Full event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine inspection by a getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) had poor vac pressure maintenance. There was no patient involved.

Manufacturer narrative:
A getinge field service engineer (fse) observed the device, reconnected after greasing the connection improved the issue.